Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032096) on 12-nov-2013. The most recent information was received on 27-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube"), genital injury ("one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs"), ureteric perforation ("essure pierced her ureter/perforation of right ureter/ displaced essure coil"), gastrointestinal injury ("essure pierced her bowel/perforation of bowels"), genital haemorrhage ("bleeding"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases"), renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), renal pain ("kidney pain"), radiation injury ("radiation related issues"), suicide attempt ("attempted suicide/ suicide attempt"), anal cancer ("anal cancer"), squamous cell carcinoma ("squamous cell carcinoma"), tooth loss ("lost teeth"), systemic lupus erythematosus ("testing for lupus / medication induced lupus"), colitis ("inflammation of colon / diversion colitis") and myelopathy ("spinal degeneration") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 in 1995, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, abscess drainage (pain and bleeding) on (B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, coronary artery disease since (B)(6) 2012, disease risk factor since (B)(6) 2011, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6) 2013, the patient experienced urticaria chronic ("hives/chronic urticaria/ chronic urticarial syndrome"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome") and was found to have squamous cell carcinoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criterion medically significant) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with angioedema and rash, renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), radiation injury (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), pulmonary mass ("lung nodules"), systemic lupus erythematosus (seriousness criterion medically significant), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), colitis (seriousness criterion medically significant), haematochezia ("bloody stool"), myelopathy (seriousness criterion medically significant), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding") and allergy to metals ("nickel allergy") and was found to have anal cancer (seriousness criterion medically significant) and white blood cell count increased ("elevated white blood counts"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy((B)(6) 2013)), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital injury, ureteric perforation, gastrointestinal injury, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, renal pain, gastrointestinal disorder, urticaria chronic, coeliac disease, mastocytosis, abdominal pain upper, chest pain, radiation injury, anal cancer, squamous cell carcinoma, tooth loss, pulmonary mass, systemic lupus erythematosus, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, colitis, haematochezia, myelopathy, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage and allergy to metals outcome was unknown, the genital haemorrhage, back pain, headache, feeling abnormal, anxiety, suicide attempt, gastrointestinal inflammation and pain in extremity had resolved and the depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, depression, dry eye, dyspepsia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, mastocytosis, migraine, myelopathy, nerve injury, oesophageal motility disorder, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria chronic, vaginal haemorrhage, vertigo and white blood cell count increased to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013-complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Whatever that means...cant see pics... Report doesn't say much but has perforating....smh diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy - on (B)(6) 2012: results: not able to breath. Computerised tomogram - in (B)(6) 2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6) 2012: results: not able to breath. Immunology test - on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Nuclear magnetic resonance imaging - in (B)(6) 2014: results: to determine why she was not able to breath. X-ray - in (B)(6) 2011: results: to determine why she was not able to breath. Diagnostic results: checked no for essure confirmation test. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in dev@com. FDA evaluation codes: method: 3323 ¿ no testing methods performed, results: 3221 ¿ no results available since no evaluation performed, conclusions: 67 ¿ unable to confirm complaint, 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on 27-mar-2019: plaintiff fact sheet received : events added- leg pain, spinal degeneration, vertigo, nerve damage, migraine, swelling, inflammation, abnormal vaginal bleeding, nickel allergy. Outcome of event ¿pain in extremity¿ updated to ¿recovered / resolved¿.verbatim ¿displaced essure coil and perforated fallopian tube¿ clubbed with event ¿fallopian tube perforation¿. Verbatim ¿leg issues¿ clubbed with event ¿pain in extremity¿. Concomitant products and patients' medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032096) on 12-nov-2013. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), intestinal perforation ('bowel perforation'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), suicide attempt ('attempted suicide/ suicide attempt'), radiation injury ('radiation related issues'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), renal pain ('kidney pain'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, abscess drainage (pain and bleeding) on (B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since (B)(6) 2012, disease risk factor since (B)(6) 2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6) 2013, the patient was found to have squamous cell carcinoma (seriousness criterion medically significant) and experienced chronic spontaneous urticaria ("hives/chronic urticaria/ chronic urticarial syndrome / chronic idiopathic urticaria"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome"). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criterion medically significant), radiation injury (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), colitis (seriousness criterion medically significant), myelopathy (seriousness criterion medically significant), pulmonary mass ("lung nodules"), genital haemorrhage ("bleeding"), coeliac disease ("celiac disease"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases") with angioedema and rash, renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), gastrointestinal disorder ("gastrointestinal problems"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), haematochezia ("bloody stool"), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), oesophageal disorder ("esophageal disorders"), eye movement disorder ("twitching eyes"), skin exfoliation ("peeling skin"), ovarian failure ("remaining ovary stopped working"), ovarian cyst ("ovarian cysts"), menopausal symptoms ("menopausal signs"), malaise ("sick all the time"), urticaria ("hives"), liver disorder ("liver issue"), gastric disorder ("stomach issue") and lung disorder ("lung disorder") and was found to have anal cancer (seriousness criterion medically significant), white blood cell count increased ("elevated white blood counts"), weight decreased ("lost over 40 pounds since hysto") and neoplasm malignant ("cancer"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy((B)(6) 2013)), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, ureteric perforation, intestinal perforation, genital injury, gastrointestinal injury, radiation injury, anal cancer, squamous cell carcinoma, renal pain, tooth loss, systemic lupus erythematosus, colitis, myelopathy, pulmonary mass, coeliac disease, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, gastrointestinal disorder, mastocytosis, abdominal pain upper, chest pain, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, haematochezia, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage, allergy to metals, weight decreased, neoplasm malignant, oesophageal disorder, eye movement disorder, skin exfoliation, ovarian failure, ovarian cyst, menopausal symptoms, malaise, urticaria, liver disorder, gastric disorder and lung disorder outcome was unknown, the suicide attempt, genital haemorrhage, back pain, headache, feeling abnormal, anxiety, gastrointestinal inflammation and pain in extremity had resolved and the chronic spontaneous urticaria and depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, chronic spontaneous urticaria, coeliac disease, colitis, depression, dry eye, dyspepsia, eye movement disorder, fallopian tube perforation, feeling abnormal, gastric disorder, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, intestinal perforation, liver disorder, lung disorder, malaise, mastocytosis, menopausal symptoms, migraine, myelopathy, neoplasm malignant, nerve injury, oesophageal disorder, oesophageal motility disorder, ovarian cyst, ovarian failure, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, skin exfoliation, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria, vaginal haemorrhage, vertigo, weight decreased and white blood cell count increased to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013-complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Report doesnt say much but has perfoating. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy - on (B)(6) 2012: results: not able to breath. Computerised tomogram - in (B)(6) 2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6) 2012: results: not able to breath. Immunology test - on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Magnetic resonance imaging - in (B)(6) 2014: results: to determine why she was not able to breath. X-ray - on an unknown date: it look snail; in (B)(6) 2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event hives, stomach issue, liver issue and lung issue were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032096) on 12-nov-2013. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), genital haemorrhage ('bleeding'), urinary tract infection ('urinary tract infections'), autoimmune disorder ('increasingly sicker with all kinds of autoimmune diseases'), renal disorder ('kidney bladder issues/kidney issues'), bladder disorder ('kidney bladder issues'), dyspepsia ('digestive issues'), hypertension ('high blood pressure'), renal pain ('kidney pain'), radiation injury ('radiation related issues'), suicide attempt ('attempted suicide/ suicide attempt'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, abscess drainage (pain and bleeding) on (B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since (B)(6) 2012, disease risk factor since (B)(6) 2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglycic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6) 2013, the patient experienced urticaria chronic ("hives/chronic urticaria/ chronic urticarial syndrome"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome") and was found to have squamous cell carcinoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criterion medically significant) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with angioedema and rash, renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), radiation injury (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), pulmonary mass ("lung nodules"), systemic lupus erythematosus (seriousness criterion medically significant), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), colitis (seriousness criterion medically significant), haematochezia ("bloody stool"), myelopathy (seriousness criterion medically significant), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding") and allergy to metals ("nickel allergy") and was found to have anal cancer (seriousness criterion medically significant) and white blood cell count increased ("elevated white blood counts"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy((B)(6) 2013)), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital injury, ureteric perforation, gastrointestinal injury, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, renal pain, gastrointestinal disorder, urticaria chronic, coeliac disease, mastocytosis, abdominal pain upper, chest pain, radiation injury, anal cancer, squamous cell carcinoma, tooth loss, pulmonary mass, systemic lupus erythematosus, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, colitis, haematochezia, myelopathy, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage and allergy to metals outcome was unknown, the genital haemorrhage, back pain, headache, feeling abnormal, anxiety, suicide attempt, gastrointestinal inflammation and pain in extremity had resolved and the depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, depression, dry eye, dyspepsia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, mastocytosis, migraine, myelopathy, nerve injury, oesophageal motility disorder, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria chronic, vaginal haemorrhage, vertigo and white blood cell count increased to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013 - complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. "Whatever that means...cant see pics... Report doesn't say much but has perforating....smh." Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy - on (B)(6) 2012: results: not able to breath. Computerised tomogram - in (B)(6) 2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6) 2012: results: not able to breath. Immunology test - on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Nuclear magnetic resonance imaging - in (B)(6) 2014: results: to determine why she was not able to breath. X-ray - on an unknown date: it look snail; in (B)(6) 2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in dev@com. FDA evaluation codes method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event on xray it look like snail added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032096) on 12-nov-2013. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), genital haemorrhage ('bleeding'), urinary tract infection ('urinary tract infections'), autoimmune disorder ('increasingly sicker with all kinds of autoimmune diseases'), renal disorder ('kidney bladder issues/kidney issues'), bladder disorder ('kidney bladder issues'), dyspepsia ('digestive issues'), hypertension ('high blood pressure'), renal pain ('kidney pain'), radiation injury ('radiation related issues'), suicide attempt ('attempted suicide/ suicide attempt'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist) on (B)(6) 2014, abscess drainage (pain and bleeding) on (B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since on (B)(6) 2012, disease risk factor since on (B)(6) 2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In june 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In january 2012, the patient experienced migraine ("migraines"). In june 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In january 2013, the patient experienced urticaria chronic ("hives/chronic urticaria/ chronic urticarial syndrome"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome") and was found to have squamous cell carcinoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criterion medically significant) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In march 2014, the patient experienced mastocytosis ("mastocytosis"). In june 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In april 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) with angioedema and rash, renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), radiation injury (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), pulmonary mass ("lung nodules"), systemic lupus erythematosus (seriousness criterion medically significant), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), colitis (seriousness criterion medically significant), haematochezia ("bloody stool"), myelopathy (seriousness criterion medically significant), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding") and allergy to metals ("nickel allergy") and was found to have anal cancer (seriousness criterion medically significant), white blood cell count increased ("elevated white blood counts") and weight decreased ("lost over 40 pounds since hysto"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy on (B)(6) 2013), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital injury, ureteric perforation, gastrointestinal injury, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, renal pain, gastrointestinal disorder, urticaria chronic, coeliac disease, mastocytosis, abdominal pain upper, chest pain, radiation injury, anal cancer, squamous cell carcinoma, tooth loss, pulmonary mass, systemic lupus erythematosus, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, colitis, haematochezia, myelopathy, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage, allergy to metals and weight decreased outcome was unknown, the genital haemorrhage, back pain, headache, feeling abnormal, anxiety, suicide attempt, gastrointestinal inflammation and pain in extremity had resolved and the depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, depression, dry eye, dyspepsia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, mastocytosis, migraine, myelopathy, nerve injury, oesophageal motility disorder, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria chronic, vaginal haemorrhage, vertigo, weight decreased and white blood cell count increased to be related to essure. The reporter commented: on (B)(6) 2013- attempted hysteroscopy, on (B)(6) 2013 exploratory salpingectomy and on (B)(6) 2013 complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Whatever that means, cant see pics, report doesnt say much but has perfoating, smh. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy on (B)(6) 2012: results: not able to breath. Computerised tomogram in june 2014: results: to determine why she was not able to breath. Endoscopy on (B)(6) 2012: results: not able to breath. Immunology test on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Magnetic resonance imaging in june 2014: results: to determine why she was not able to breath. X-ray on an unknown date: it look snail; in july 2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in (B)(6). FDA evaluation codes: method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: event weight loss added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), intestinal perforation ('bowel perforation'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), suicide attempt ('attempted suicide/ suicide attempt'), radiation injury ('radiation related issues'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), renal pain ('kidney pain'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, abscess drainage (pain and bleeding) on (B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since (B)(6) 2012, disease risk factor since (B)(6) 2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglycic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6) 2013, the patient was found to have squamous cell carcinoma (seriousness criterion medically significant) and experienced urticaria chronic ("hives/chronic urticaria/ chronic urticarial syndrome / chronic idiopathic urticaria"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome"). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criterion medically significant), radiation injury (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), colitis (seriousness criterion medically significant), myelopathy (seriousness criterion medically significant), pulmonary mass ("lung nodules"), genital haemorrhage ("bleeding"), coeliac disease ("celiac disease"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases") with angioedema and rash, renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), gastrointestinal disorder ("gastrointestinal problems"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), haematochezia ("bloody stool"), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), oesophageal disorder ("esophageal disorders"), eye movement disorder ("twitching eyes"), skin exfoliation ("peeling skin"), ovarian disorder ("remaining ovary stopped working"), ovarian cyst ("ovarian cysts"), menopausal symptoms ("menopausal signs") and malaise ("sick all the time") and was found to have anal cancer (seriousness criterion medically significant), white blood cell count increased ("elevated white blood counts"), weight decreased ("lost over 40 pounds since hysto") and neoplasm malignant ("cancer"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy(01-08-2013)), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, ureteric perforation, intestinal perforation, genital injury, gastrointestinal injury, radiation injury, anal cancer, squamous cell carcinoma, renal pain, tooth loss, systemic lupus erythematosus, colitis, myelopathy, pulmonary mass, coeliac disease, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, gastrointestinal disorder, mastocytosis, abdominal pain upper, chest pain, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, haematochezia, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage, allergy to metals, weight decreased, neoplasm malignant, oesophageal disorder, eye movement disorder, skin exfoliation, ovarian disorder, ovarian cyst, menopausal symptoms and malaise outcome was unknown, the suicide attempt, genital haemorrhage, back pain, headache, feeling abnormal, anxiety, gastrointestinal inflammation and pain in extremity had resolved and the urticaria chronic and depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, depression, dry eye, dyspepsia, eye movement disorder, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, intestinal perforation, malaise, mastocytosis, menopausal symptoms, migraine, myelopathy, neoplasm malignant, nerve injury, oesophageal disorder, oesophageal motility disorder, ovarian cyst, ovarian disorder, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, skin exfoliation, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria chronic, vaginal haemorrhage, vertigo, weight decreased and white blood cell count increased to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013-complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Report doesnt say much but has perforating. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy - on (B)(6) 2012: results: not able to breath. Computerised tomogram - in (B)(6) 2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6) 2012: results: not able to breath. Immunology test - on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Magnetic resonance imaging - in (B)(6) 2014: results: to determine why she was not able to breath. X-ray - on an unknown date: it look snail; in (B)(6) 2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in dev@com. FDA evaluation codes method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : event added- eye movement disorder, skin exfoliation. Fu 27, 28, 29, 30, 31 processed together. On (B)(6) 2020: social media content received : event added- ovarian cysts, ovary stopped working and menopausal signs. Fu 27, 28, 29, 30, 31 processed together. On (B)(6) 2020: social media content received : patient will start chemotherapy and had a skin biopsy performed (results not provided). Fu 27, 28, 29, 30, 31 processed together. On (B)(6) 2020: social media content received : chronic idiopathic urticaria still ongoing. Newly added event: sick all the time. Fu 27, 28, 29, 30, 31 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032096) on 12-nov-2013. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-(B)(4), processing essure cases in (B)(6) . FDA evaluation codes: method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), renal pain ('kidney pain'), radiation injury ('radiation related issues'), suicide attempt ('attempted suicide/ suicide attempt'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, abscess drainage (pain and bleeding) on 17(B)(6) 2013, infection (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since (B)(6) 2012, disease risk factor since (B)(6) 2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6) 2013, the patient experienced urticaria chronic ("hives/chronic urticaria/ chronic urticarial syndrome"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome") and was found to have squamous cell carcinoma (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), genital haemorrhage ("bleeding"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases") with angioedema and rash, renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), intestinal perforation ("bowel perforation") with pelvic pain and abdominal pain lower, radiation injury (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), pulmonary mass ("lung nodules"), systemic lupus erythematosus (seriousness criterion medically significant), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), colitis (seriousness criterion medically significant), haematochezia ("bloody stool"), myelopathy (seriousness criterion medically significant), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy") and oesophageal disorder ("esophageal disorders") and was found to have anal cancer (seriousness criterion medically significant), white blood cell count increased ("elevated white blood counts"), weight decreased ("lost over 40 pounds since hysto") and neoplasm malignant ("cancer"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injectomy exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy((B)(6) 2013)), wheat free diet, and . Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, ureteric perforation, genital injury, gastrointestinal injury, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, renal pain, gastrointestinal disorder, urticaria chronic, coeliac disease, mastocytosis, abdominal pain upper, intestinal perforation, chest pain, radiation injury, anal cancer, squamous cell carcinoma, tooth loss, pulmonary mass, systemic lupus erythematosus, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, colitis, haematochezia, myelopathy, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage, allergy to metals, weight decreased, neoplasm malignant and oesophageal disorder outcome was unknown, the genital haemorrhage, back pain, headache, feeling abnormal, anxiety, suicide attempt, gastrointestinal inflammation and pain in extremity had resolved and the depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, coeliac disease, colitis, depression, dry eye, dyspepsia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, intestinal perforation, mastocytosis, migraine, myelopathy, neoplasm malignant, nerve injury, oesophageal disorder, oesophageal motility disorder, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, urticaria chronic, vaginal haemorrhage, vertigo, weight decreased and white blood cell count increased to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013 -complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Whatever that means...cant see pics... Report doesnt say much but has perfoating....smh diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: results: not able to breath; on (B)(6) 2012: results: not able to breath. Colonoscopy - on (B)(6) 2012: results: not able to breath. Computerised tomogram - in (B)(6) 2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6) 2012: results: not able to breath. Immunology test - on (B)(6) 2013: results: hives, angioedema, asthma, and allergies. Magnetic resonance imaging - in (B)(6) 2014: results: to determine why she was not able to breath. X-ray - on an unknown date: it look snail; in (B)(6) 2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu23&fu24 proceed together: social media received. New event cancer was added. Reporter was added. On 23-mar-2020: fu23&fu24 proceed together: social media received.social media received. New event cancer, esophageal disorder, bowel perforation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 12-nov-2013. The most recent information was received on 19-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs/ displaced essure coil and perforated fallopian tube/ displaced essure coil perforating through corneal end of the fallopian tube'), ureteric perforation ('essure pierced her ureter/perforation of right ureter/ displaced essure coil'), intestinal perforation ('bowel perforation'), genital injury ('one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs'), gastrointestinal injury ('essure pierced her bowel/perforation of bowels'), suicide attempt ('attempted suicide/ suicide attempt'), radiation injury ('radiation related issues'), anal cancer ('anal cancer'), squamous cell carcinoma ('squamous cell carcinoma'), renal pain ('kidney pain'), tooth loss ('lost teeth'), systemic lupus erythematosus ('testing for lupus / medication induced lupus'), colitis ('inflammation of colon / diversion colitis') and myelopathy ('spinal degeneration') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on xray it look like snail". The patient's medical history included vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6)2014, abscess drainage (pain and bleeding) on (B)(6)2013, infection (pain and bleeding) on (B)(6)2013, supracervical hysterectomy (pain and bleeding) on (B)(6)2013, salpingectomy (pain and bleeding) on (B)(6)2013, hysteroscopy (pain and bleeding) on (B)(6)2013, d & c (pain and bleeding) on (B)(6)2013, endoscopy (to determine why she was not able to breath) on (B)(6)2013, skin biopsy (hives) on (B)(6)2013, parity 1 in 1995, multigravida, abortion, spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), colonoscopy, vaginal bleeding, endometrial ablation, x-ray, MRI, CT scan, d & c, exploratory operation, biopsy skin, tooth extraction, tumor excision, staphylococcal infection, folliculitis and lung function tests. Checked no for essure confirmation test. Previously administered products included for an unreported indication: oral contraceptive nos, dye, amoxicillin, advair, blood pressure, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, iodine and erythromycin. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included coronary artery disease since (B)(6)2012, disease risk factor since (B)(6)2011, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), heartburn, triglycerides high, hypertension, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole for gastric ph decreased and stomach discomfort, budesonide;formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta) for stomach discomfort, famotidine for stomach pain and stomach discomfort, glycerol for stools abnormal, vitamin d nos (vitamin d) for vitamin d abnormal as well as amlodipine, antihistamines, cromoglicate sodium (cromolyn sodium), esomeprazole, hydrochlorothiazide, isosorbide mononitrate, lidocaine, metoprolol, nifedipine and verapamil. On (B)(6)2008, the patient had essure inserted. In june 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6)2012, the patient experienced migraine ("migraines"). In (B)(6)2012, the patient experienced swelling ("swelling/ swelling all over her body") and inflammation ("inflammation/ inflammation all over her body"). In (B)(6)2013, the patient was found to have squamous cell carcinoma (seriousness criterion medically significant) and experienced chronic spontaneous urticaria ("hives/chronic urticaria/ chronic urticarial syndrome / chronic idiopathic urticaria"), back pain ("persistent back pain / back pain"), abdominal pain upper ("stomach pain"), chest pain ("chest pain") and dry eye ("chronic dry eye/ chronic dry eye syndrome"). On (B)(6)2013, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criterion medically significant) with pain, 5 years 3 months after insertion of essure. In (B)(6)2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6)2014, the patient experienced suicide attempt (seriousness criterion medically significant). In (B)(6)2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criterion medically significant), radiation injury (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), colitis (seriousness criterion medically significant), myelopathy (seriousness criterion medically significant), pulmonary mass ("lung nodules"), genital haemorrhage ("bleeding"), coeliac disease ("celiac disease"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases") with angioedema and rash, renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), gastrointestinal disorder ("gastrointestinal problems"), headache ("headaches"), feeling abnormal ("mental fog / brain fog"), asthma ("asthma"), gastrooesophageal reflux disease ("gerd"), chronic obstructive pulmonary disease ("copd"), oesophageal motility disorder ("esophageal dysmotility"), hyperglycaemia ("hyperglycemic"), haematochezia ("bloody stool"), pain in extremity ("leg pain/ leg issues"), vertigo ("vertigo"), nerve injury ("nerve damage"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), oesophageal disorder ("esophageal disorders"), eye movement disorder ("twitching eyes"), skin exfoliation ("peeling skin"), ovarian failure ("remaining ovary stopped working"), ovarian cyst ("ovarian cysts"), menopausal symptoms ("menopausal signs") and malaise ("sick all the time") and was found to have anal cancer (seriousness criterion medically significant), white blood cell count increased ("elevated white blood counts"), weight decreased ("lost over 40 pounds since hysto") and neoplasm malignant ("cancer"). The patient was treated with albuterol, lung tests, cat scans, heart test, self injection exploratory procedure, surgery (5 surgeries, radiation, colostomy surgery, dilations and biopsies, hysterectomy for concomitant condition, hysterectomy for concomitant condition (learned through exploratory surgery), several teeth pulled, multiple crowns and root canals and supracervical hysterectomy & left salpingectomy/ laparoscopic right salpingectomy(B)(6)2013)), wheat free diet, and . Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, ureteric perforation, intestinal perforation, genital injury, gastrointestinal injury, radiation injury, anal cancer, squamous cell carcinoma, renal pain, tooth loss, systemic lupus erythematosus, colitis, myelopathy, pulmonary mass, coeliac disease, urinary tract infection, autoimmune disorder, renal disorder, bladder disorder, dyspepsia, hypertension, gastrointestinal disorder, mastocytosis, abdominal pain upper, chest pain, asthma, gastrooesophageal reflux disease, chronic obstructive pulmonary disease, oesophageal motility disorder, hyperglycaemia, white blood cell count increased, dry eye, haematochezia, vertigo, nerve injury, migraine, swelling, inflammation, vaginal haemorrhage, allergy to metals, weight decreased, neoplasm malignant, oesophageal disorder, eye movement disorder, skin exfoliation, ovarian failure, ovarian cyst, menopausal symptoms and malaise outcome was unknown, the suicide attempt, genital haemorrhage, back pain, headache, feeling abnormal, anxiety, gastrointestinal inflammation and pain in extremity had resolved and the chronic spontaneous urticaria and depression had not resolved. The reporter considered abdominal pain upper, allergy to metals, anal cancer, anxiety, asthma, autoimmune disorder, back pain, bladder disorder, chest pain, chronic obstructive pulmonary disease, chronic spontaneous urticaria, coeliac disease, colitis, depression, dry eye, dyspepsia, eye movement disorder, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, genital injury, haematochezia, headache, hyperglycaemia, hypertension, inflammation, intestinal perforation, malaise, mastocytosis, menopausal symptoms, migraine, myelopathy, neoplasm malignant, nerve injury, oesophageal disorder, oesophageal motility disorder, ovarian cyst, ovarian failure, pain in extremity, pulmonary mass, radiation injury, renal disorder, renal pain, skin exfoliation, squamous cell carcinoma, suicide attempt, swelling, systemic lupus erythematosus, tooth loss, ureteric perforation, urinary tract infection, vaginal haemorrhage, vertigo, weight decreased and white blood cell count increased to be related to essure. The reporter commented: (B)(6)2013- attempted hysteroscopy, (B)(6)2013- exploratory salpingectomy and (B)(6)2013-complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Report doesn't say much but has perforating. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6)2012: results: not able to breath; on (B)(6)2012: results: not able to breath. Colonoscopy - on (B)(6)2012: results: not able to breath. Computerised tomogram - in (B)(6)2014: results: to determine why she was not able to breath. Endoscopy - on (B)(6)2012: results: not able to breath. Immunology test - on (B)(6)2013: results: hives, angioedema, asthma, and allergies. Magnetic resonance imaging - in (B)(6)2014: results: to determine why she was not able to breath. X-ray - on an unknown date: it look snail; in (B)(6)2011: results: to determine why she was not able to breath. Concerning the injuries reported in this case, the following ones were reported via social media: device shape alteration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case report was received on 12-nov-2013 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032096, received at FDA on 30-sep-2013). This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs"), genital injury ("one of the springs migrated inside her body and perforated her fallopian tubes and reproductive organs"), ureteric injury ("essure pierced her ureter/perforation of right ureter"), gastrointestinal injury ("essure pierced her bowel/perforation of bowels"), genital haemorrhage ("bleeding"), urinary tract infection ("urinary tract infections"), autoimmune disorder ("increasingly sicker with all kinds of autoimmune diseases"), renal disorder ("kidney bladder issues/kidney issues"), bladder disorder ("kidney bladder issues"), dyspepsia ("digestive issues"), hypertension ("high blood pressure"), renal pain ("kidney pain"), radiation injury ("radiation related issues"), anal cancer ("anal cancer"), squamous cell carcinoma ("squamous cell carcinoma") and tooth loss ("lost teeth") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 1995, abortion, nickel sensitivity (nickel or any other component of essure- hives, swelling, inflammation, headaches, floaters, and migraines.), spider bite allergic reaction (a life-threatening drop in blood pressure, fever, hives (urticaria), makes my asthma worse, muscle cramps, noisy breathing (stridor) and skin rash.), endoscopy (to determine why she was not able to breath) on (B)(6) 2013, skin biopsy (hives) on (B)(6) 2013, vaginal biopsy (unusual spots on and around vagina that came back as cancerous; some were removed, prescribed chemotherapy creams, and sent to oncologist)) on (B)(6) 2014, salpingectomy (pain and bleeding) on (B)(6) 2013, hysteroscopy (pain and bleeding) on (B)(6) 2013, d & c (pain and bleeding) on (B)(6) 2013, supracervical hysterectomy (pain and bleeding) on (B)(6) 2013, abscess drainage (pain and bleeding) on (B)(6) 2013 and infection nos (pain and bleeding) on (B)(6) 2013. Previously administered products included for an unreported indication: oral contraceptive nos in 2008, codeine, spiriva, cystex, fenofibrate, lorazepam, morphine, omeprazole, penicillin v potassium, sucralfate, sulfa, dye, iodine, erythromycin, amoxicillin, advair and blood pressure. Past adverse reactions to the above products included anaphylactic reaction with codeine, dye, penicillin v potassium and sulfa; and urticaria with advair, blood pressure, cystex, fenofibrate, lorazepam, morphine, omeprazole, spiriva and sucralfate. Concurrent conditions included heartburn, triglycerides high, hypertension, cardiovascular risk since (B)(6) 2012, disease risk factor since (B)(6) 2011, allergic reaction to bee sting (anaphylactic) and shellfish allergy (anaphylactic). Concomitant products included diphenhydramine hydrochloride (benadryl) for allergy, epinephrine (epipen) for anaphylaxis, cromoglicic acid (cromolyn) for asthma, nifedipine (nifedical) for blood pressure high, chest pressure and pain nos, salbutamol (albuterol) for breathing difficult, docusate sodium (colace) for constipation, alprazolam for depression and anxiety attack, loperamide for diarrhea, polyvinyl alcohol (liquid tears) for dry eyes and irritation eye, esomeprazole magnesium (nexium) for gastric ph decreased and stomach discomfort, budesonide w/formoterol fumarate (symbicort) for lung inflammation and lung disorder, azelastine for multiple allergies, ondansetron for nausea and vomiting, zinc oxide for skin irritation, loratadine for sneezing, calcium carbonate (mylanta [calcium carbonate]) for stomach discomfort, famotidine (pepcid) for stomach pain and stomach discomfort, glycerol (glycerin) for stools abnormal, colecalciferol (vitamin d) for vitamin d abnormal as well as lidocaine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced urticaria ("hives/chronic urticaria"), back pain ("persistent back pain"), abdominal pain upper ("stomach pain") and chest pain ("chest pain"). On (B)(6) 2013, 5 years 3 months after insertion of essure, the patient experienced ureteric injury (seriousness criterion medically significant) and gastrointestinal injury (seriousness criterion medically significant) with pain. In (B)(6) 2014, the patient experienced mastocytosis ("mastocytosis"). In (B)(6) 2014, the patient experienced suicide attempt ("attempted suicide"). In (B)(6) 2017, the patient experienced gastrointestinal inflammation ("inflammation of intestines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog"), radiation injury (seriousness criterion medically significant), anal cancer (seriousness criterion medically significant), squamous cell carcinoma (seriousness criterion medically significant) and tooth loss (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with angioedema and rash. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), renal pain (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), coeliac disease ("celiac disease"), headache ("headaches"), feeling abnormal ("mental fog"), radiation injury (seriousness criterion medically significant), anal cancer (seriousness criterion medically significant), squamous cell carcinoma (seriousness criterion medically significant) and tooth loss (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with angioedema and rash. The patient was treated with surgery (hysterectomy for concomitant condition/medications, surgeries physical, therapy, and radiation), surgery (hysterectomy for concomitant condition), surgery (hysterectomy for concomitant condition (learned through exploratory surgery)), surgery (hysterectomy for concomitant condition (learned through exploratory surgery)), surgery (dilations and biopsies), surgery (5 surgeries, radiation), surgery (5 surgeries, radiation) and surgery (several teeth pulled, multiple crowns and root canals). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital injury, ureteric injury, gastrointestinal injury, urinary tract infection, renal disorder, bladder disorder, dyspepsia, hypertension, renal pain, gastrointestinal disorder, urticaria, coeliac disease, mastocytosis, abdominal pain upper, chest pain, radiation injury, anal cancer, squamous cell carcinoma and tooth loss, testing for lupus; asthma: albuterol, lung tests, cat (computed assisted tomography) scans, heart test; lung nodules: albuterol, lung tests, cat scans, heart test; gerd (gastrointestinal esophageal reflux disease); copd (chronic obstructive reflux disease); esophageal dysmotility hyperglycemic; elevated white blood counts; chronic dry eye squamous cell carcinoma inflammation of colon; colostomy surgery; bloody stool outcome was unknown, the genital haemorrhage, back pain, headache, feeling abnormal, anxiety, suicide attempt and gastrointestinal inflammation had resolved; in (B)(6) 2010 depression (not recovered) and the autoimmune disorder outcome was unknown. The reporter considered abdominal pain upper, anal cancer, anxiety, autoimmune disorder, back pain, bladder disorder, chest pain, coeliac disease, dyspepsia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, gastrointestinal inflammation, gastrointestinal injury, genital haemorrhage, genital injury, headache, hypertension, mastocytosis, radiation injury, renal disorder, renal pain, squamous cell carcinoma, suicide attempt, tooth loss, ureteric injury, urinary tract infection and urticaria, testing for lupus; asthma: albuterol, lung tests, cat (computed assisted tomography) scans, heart test; lung nodules: albuterol, lung tests, cat scans, heart test; gerd (gastrointestinal esophageal reflux disease); copd (chronic obstructive reflux disease); esophageal dysmotility hyperglycemic; elevated white blood counts; chronic dry eye squamous cell carcinoma inflammation of colon; colostomy surgery; bloody stool and depression to be related to essure. The reporter commented: (B)(6) 2013- attempted hysteroscopy, (B)(6) 2013- exploratory salpingectomy and (B)(6) 2013-complete supracervical hysterectomy. Shortly after the removal of essure, the symptoms that she had experienced since getting essure went away, including the persistent back pain, inflammation, bleeding, anxiety, headaches, and the mental fog. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac function test - on (B)(6) 2012: not able to breath; on (B)(6) 2012: not able to breath. Colonoscopy - on (B)(6) 2012: not able to breath. Computerised tomogram - in (B)(6) 2014: to determine why she was not able to breath endoscopy - on (B)(6) 2012: not able to breath. Immunology test - on 13-jan-2013: hives, angioedema, asthma, and allergies. Nuclear magnetic resonance imaging - in june 2014: to determine why she was not able to breath. X-ray - in (B)(6) 2011: to determine why she was not able to breath. Checked no for essure confirmation test. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in (B)(4). Eval: method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint. Device not returned. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient's demographics were added. Her concomitant/historical condition and treatment medications were added respectively. Lab data was added. Essure implantation/explanation date was updated (previously reported as (B)(6) 2008/(B)(6) 2013). Event: severe and persistent pelvic pain; asthma, lung nodules, gerd (interpreted as gastroesophageal reflux disease) , copd (interpreted as chronic obstructive pulmonary disorder), esophageal dysmotility, high blood pressure, chronic urticaria, hyperglycemic, elevated white blood counts, chronic dry eye, kidney issues, celiac disease, mastocytosis, squamous cell carcinoma, and anal cancer, colostomy surgery, radiation related issues, celiac disease, lost teeth, attempted suicide, diversion colitis, spinal degeneration, chronic urticarial ((B)(6) 2013), esophageal issues (2012), testing for lupus (since 2013), inflammation of intestines and colon ((B)(6) 2017), persistent back pain ((B)(6) 2013), lower abdominal pain; ((B)(6) 2013), chest pain ((B)(6) 2013), stomach pain, ((B)(6) 2013), perforation of right ureter and bowel; anxiety, depression, mental fog, headaches and bleeding were added. Other non drug treatment details were updated. Reporter assessed the events were related with essure. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.